Event description:
It was reported that the patient was asymptomatic. It was noted that backup vvi with no backup defibrillation therapy (bdfo) was observed on the implantable cardioverter defibrillator (ICD) during a follow up in clinic following a magnetic resonance imaging (MRI) procedure. A device download was completed. The patient was stable.

Event description:
New information received notes the device was not set as required to magnetic resonance imaging (MRI) mode prior to the MRI procedure.